Event description:
It was reported to resmed that during evaluation of an astral device, review of the device logs revealed the occurrence of a total power failure alarm followed by a safety reset. There was no harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference number: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that during evaluation of device logs revealed the occurrence of a total power failure alarm. There was no patient harm or a serious injury reported as a result of this incident.